Manufacturer narrative:
Corrected information: device available for evaluation? Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, inspection of unused product and functional testing, was conducted during the investigation. The complaint device was not returned to aid the investigation; however, four unused unopened flexor high-flex ansel guiding sheath's were returned from the complaint lot. There were no nonconformities on the device surface when inspected visually. There was a destructive pull test performed on two locations along the sheath length: the sheath shaft as well as at the proximal bond area. Each device passed the test since it met the tensile requirements. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events. In addition, there were no other reported complaints for this lot number. According to the facility, the dilator was not inserted into the sheath prior to removal. Per the IFU, it is recommended that during removal, remove the sheath and dilator as a unit. The dilators are stiff, thick-walled catheters which provide support to the sheath. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. However, it is possible that the way the sheath was removed without the dilator contributed to the described event. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an angioplasty procedure, the physician was removing a balloon through the sheath and it felt tight. While removing the sheath to close the opening, the physician noticed part of the sheath had unraveled. Device was removed from the patient, and the procedure was able to be completed with no adverse effects. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.